Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: e2, e3.

Event description:
N/a

Event description:
It was reported by the customer that during clinical use the cardiosave intra-aortic balloon pump (iabp) had blood in the pneumatic interface module (pim). The device did not shut down. There was patient involvement, but no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse verified blood was present in the pim. The muffler, muffler fittings, pneumatic fittings, o-ring, pu tubing, brass fittings, executive processor pcba, drive regulators, drive manifold assembly, pressure-vacuum reservoir and pneumatic module assembly were replaced. It was reported that the logs contained iabp disconnected and gas loss alarms, but they have been cleared by the operator, so no physical evidence of these alarms can be obtained. After repair, the unit passed all functional and safety tests per factory specifications. Based on the evaluation the blood back event occurred due to a leak in the balloon. A separate complaint was created for the intra-aortic balloon (iab) involved in this event.